Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that system motion continued after the release of the hand controller command. Based on additional information from field safety notice (fsn) 88200521/ hhe ami 1123-2019 it has been determined this record is a reportable event.   A field safety notice (fsn) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.